Event description:
Medtronic received a report that during deployment of a pipeline flex with shield stent (ped2), the tip did not deploy well, however, since the rest of the device deployed to some extent, placement was continued. After approximately half of the stent was deployed, it was confirmed using 3d imaging that there was deployment failure in the distal stent as the tip was not opening as it normally should, and the tip of the stent appeared to be frayed. The stent was resheathed and removed along with the microcatheter from the patient's body. A new medtronic stent was used to complete the procedure. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, right vertebral artery (va) a neurysm with a max diameter of 7 mm and a 4 mm neck diameter. The arterial landing zone diameter was 3.75 mm distally and 4 mm proximally. It was noted the patient's vessel tortuosity was minimal (weak). Dual antiplatelet treatment (dapt) was administered and platelet reactivity units (pru) level was noted as at a proper level. The angiographic result post procedure showed no problems. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was not located in the tortuosity of the blood vessel, more than 50% of the pipeline was deployed when it failed to deploy, the pipeline was resheathed 2 or less times, and no other kind of operation or use of another device to deploy the stent was performed. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the catheter was a phenom. There was no friction or resistance during delivery of the pipeline. Regarding the cause of the failure to open, the physician recognized that this phenomenon was due to product-to-product variability.